Manufacturer narrative:
Per the customer, the ckmb sample was collected by an ER nurse in a lihep plasma tube. The customer stated to the customer technical support (cts) that the sample was a full draw with no visual fibrin. Per the customer supplied qc charts, both levels of ckmb qc were within the customer's established ranges prior to the event. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2010 which passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse replaced the aspirate probes, substrate probe, peri pump tubing. The fse also cleaned both the precision valve and the wash valve. The fse performed a routine system check which passed within instrument specifications. Assay qc and ckmb patient correlation testing was performed and no issues were noted. A definitive root cause has not been determined to date for this event

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated creatinine kinase - mb (ck-mb) result above the normal reference range for one patient that was generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory; however, subsequent testing produced lower results within the normal reference range and an amended report was issued. The customer did not receive any report of patient injury requiring medical intervention of change to patient treatment attributed or connected to this event.